Event description:
The patient reported that subsequent to the implant of a protegen sling and rectocele and enterocele repair, patient experienced vaginal discharged, odor, incontinence and infection. The patient reported the sling eroded and was hanging in their vagina. The patient reported the device was removed. The device was not returned for evaluation. Directions for use outline as potential complications: "infection... Tissue erosion... Loss of fixation and/or visualization of implanted graft materials..."